Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. Additionally, the instrument was found to have dried residue on the clamping pulleys. Common causes of this failure mode are typically attributed to user mishandling, for example by improper cleaning/reprocessing techniques, such as insufficient flushing. The complaint regarding instrument cable coating peeled off was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the starting a da vinci-assisted radical prostatectomy surgical procedure, inspection of the fenestrated bipolar forceps (fbf) instrument alleged that the "coating was peeled off." The customer used a backup fbf instrument to continue with the planned procedure. No fragment fell into the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: there was no report of instrument issue from the last procedure, and no report of patient injury from this procedure usage.